Manufacturer narrative:
Reportable malfunction with inomax dsir plus (B)(4) was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery stopped alarm occurred as the monitored nitric oxide (no) value (i.e., actual value: 103 ppm) was greater than the absolute max of 100 ppm for 12 consecutive seconds. Afterwards, a service log entry for a failed low no cell calibration due to the low points being greater than the maximum value (max: 655 counts; actual value: 1525 counts) was observed. Although identified in the service log, the regional service center (rsc) did not experience a delivery stopped alarm during testing. The root cause for this occurrence was likely due to a malfunctioning no sensor. As a result, the device's no sensor was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
A customer located in the united states contacted mallinckrodt on (B)(6) 2021 to report they experienced a failed nitric oxide (no) sensor alarm with their inomax dsir plus device. The device was subsequently returned to mallinckrodt for investigation. There was no report of patient harm associated with this incident. A delivery stopped alarm due to a nitric oxide (no) concentration greater than 100 ppm followed by a failed low no sensor calibration was identified by a mallinckrodt employee during a routine service log review. This service log finding meets the criteria of a reportable malfunction.